Event description:
It was reported that a user newly started on the ilet and dexcom g7 experienced postprandial hyperglycemia after meal announcements, with perceived limited automated corrections and concern about sustained glucose around 140 mg/dl despite education on the ilet learning phase and target range. Symptoms included hyperglycemia. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included customer care troubleshooting and education regarding system adaptation and expected glycemic range. Investigation of this case revealed no device malfunction reported and no component failure identified, with performance consistent with early learning adaptation and algorithmic meal dose titration behavior. It was concluded, based on previously established findings for similar reports, that the cause was unclear, with use during the initial learning period as a potential contributing factor.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.